Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist found the database in suspect mode, repaired it to bring it back online and successfully loaded the med application, which resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a login issue and an unexpected data error occurred. The customer stated that they were able to receive medications from the main pharmacy and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.